Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report: 1. Section h. Box 6. Results code 1 should have been blank. 2. Section h. Box 6. Conclusions code 1 should have been blank. Evaluation of the returned packing coil lp could not confirm that the device could not be advanced from its initial position at all. Further evaluation revealed that the embolization coil had offset coil winds, the embolization was returned advanced outside the distal tip of the introducer sheath, and the friction lock from the additional introducer sheath was on the embolization coil. This damage is incidental to the reported complaint. Based on the returned condition, the root cause of the reported complaint could not be determined. During the functional test, resistance was encountered while attempting to advance packing coil lp from its returned position due to the offset coil winds on the embolization coil, and the device could not be advanced any further. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery branch using packing coil lps. During the procedure, a packing coil lp became stuck and would not advance at all past its initial position within its introducer sheath. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp. There was no report of an adverse effect to the patient.